Event description:
It was reported that when the patient presented in-clinic for a stress test, multiple episodes of non-sustained lead noise were noted due to a sensing latency on the far-field channel. The clinician declined to change any settings as this was not his clinics patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.